Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice (hc) machine during dwell three of four. The technical service representative explained the alarm and the care giver elected to end therapy for the night. There was nothing found during troubleshooting that could cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.